Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test. Unable to verify battery cap damaged, unit was received without original battery cap. Unit was received with cracked retainer, minor scratched display window, missing serial number label and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 471 mg/dl. The customer reported that the insulin pump went off in middle of the night. The battery cap was stuck in insulin pump. The customer was treated with manual injection for high blood glucose level. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.